Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/25/2020 corrected information: d2, d2b, d3, g1, g2, g5.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot # what is the product code? Is this a complaint regarding an ethicon product for blake drain? If yes, was the procedure completed successfully? And how? To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. There is no external indicator on the packaging of the drain. There is a label on the internal package stating that the drain is sterile but no markings on the external package stating that the entire internal package is sterile. No adverse consequences reported.